Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 29 millimeter (mm) transcatheter bioprosthetic valve into a bicuspid type 1 heavily calcified annulus, the valve was deployed and was noted to be constrained due to the patient's anatomy. The nose cone of the delivery catheter system (dcs) was centralized and withdrawn to the inflow portion of the valve frame. After a couple of seconds, the valve dislodged up. The dcs did not cause the valve to dislodge. The patient remained hemodynamically stable. The valve was snared and a 34 mm valve was implanted successfully through the 29 mm valve. Mild paravalvular leak (pvl) was noted. A post balloon aortic valvuloplasty (bav) was required for the valve being constrained due to calcified anatomy. No additional adverse patient effects were reported.